Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pericardial effusion and a pericardiocentesis was performed. It was also reported there was a potential perforation of the right ventricular (rv) lead and the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.